Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) , 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in kidney performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was set on the patient's leg after it they took it out of the coil from the package. When the physician picked the laser fiber to insert it into the scope, it was noted to be broken in the middle. The procedure was completed with another flexiva 200 tractip laser fiber. The was no serious injury nor adverse patient effects as a result of this event.